Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and fluid loss. A surgical procedure was performed during which the existing aus was removed and replaced. No further patient complications were reported.